Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error 86 occurring at startup. Fse reviewed logs and then replaced the redundant power tray assembly to resolve the reported issue. The system was tested and verified as ready for use. The redundant power tray assembly was analyzed and in logs, error 86 was found indicating the fault confirming the failure occurred in the field. Visual inspection, no issues were found related to the reported issue. The power tray was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-recoverable error 86 occurred during use of the monopolar instrument. Technical support engineer (tse) verified that the customer restarted the system but the non-recoverable error persisted on every startup. The customer was unable to bypass the error and were continuing with the case without the robot. Tse reviewed the logs and found error indicating the intuitive surgical core power distribution (ipd) node was not responding. The procedure was converted to laparoscopic surgery with no reported injury.